Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, false positive results were obtained. There was no report of patient impact.assays used: cpo.

Manufacturer narrative:
The following information has been updated: b.5. Describe event or problem: it was reported that during use with the bd max¿ system, bd max¿ instrument, false positive results were obtained. There was no report of patient impact. Assays used: cpo b.6. Relevant tests/laboratory data: customers confirmed by base on phenotype by performing of phoenix m50 and the result show susceptible all carbapenem drugs.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, false positive results were obtained. There was no report of patient impact. Assays used: cpo.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had an "false positive" error. Customer reported that they are receiving false positive on cpo assay. Field service was dispatched. Field service verified the instrument calibration position, performed a passing home-all-motor, performed a passing efc check on both side, performed passing cal-rack, performed pm, and perform a passing operational check. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 04oct2017 and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample investigation was not performed. Root cause cannot be determined with the information provided. Complaint is unconfirmed as all testing shows no issue with the instrument. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Manufacturer narrative:
G.5: PMA / 510(k)#: there were multiple 510k numbers reported to be involved: k111860, k130470. H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, false positive results were obtained. There was no report of patient impact.